Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint could not be verified. This complaint was opened because it was reported that these parts will be removed in a revision. The distributor reported that the revision is due to infection. Three attempts were made to gather additional details including potential product return. No product was returned and no inspections could be performed. No x-ray's, scans, pictures, pathology reports, or physician's reports were provided. No information was provided as to the cause or type of infection and if there is any alleged malfunction of the implants. Confirmation of the revision was not received. The DHR and sterile certificates of this product was reviewed and no nonconformance or anomalies were discovered. This is a patient matched product and the lot numbers a unique to these implants. There are no additional complaints for this lot number. The most likely underlying cause of this complaints could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported a revision of a cranial implant will occur due to infection. The prostheses will be removed and the backup implant will be implanted. No additional patient consequences were reported.